Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient complained about infusion set fell off. The infusion set was in use for six hours. Patient's blood glucose at the time of issue was 118mg/dl. No further information available.